Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). The philips remote service engineer (rse) made good faith effort to determine if the device produce sound our not. At time of report no information was made available. It is unknown or clear if there was any allegation or issues with the device. The rse provided the customer with the part number for the speaker and the customer has assumed full responsibility for ordering the part and will carry out the repair themselves. Based on the information available, the cause of the reported problem was not replicated. The reported problem was not confirmed. The customer was provided with the replacement part ID number. The customer is taking responsibility to repair the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mp5 indicating the customer is requesting part for loudspeaker. The device was not in clinical use at time of event, no patient involvement.